Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system, was evaluated for a change in pain relief. Diagnostics included x-rays to confirm lead placement and no migration and an impedance check to identify disconnected electrodes. Reprogramming was performed to restore therapy around the disconnected electrode. It was noted that the electrode disconnection identified impacted MRI compatibility. A revision procedure was performed to resolve the electrode disconnection and restore MRI compatibility.